Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2158-50 serial # - (B)(4) description - phase iii linear lead with preloaded enhanced stylet - 50 cm model # - sc-3138-35 serial # - (B)(4) description - phase iii lead extension - 35 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the trial patient was explanted due to an infection at the lead extension exit site. The patient's symptoms were pain and fever and the leads and extensions were explanted. The patient was prescribed levofloxacin and the infection has cleared. The physician believes that the infection was procedure related. The patient is reportedly doing well after the explant procedure.